Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope forceps channel port had corrosion. There was no patient involvement in this reported event.